Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed, and the blue air vent of the spike was found to be cracked/damaged on the upper side. Gravity flow testing was performed, and the damaged blue air vent of the spike led to a leak. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be an error during the manufacturing process. In order to address this condition, one of the machines involved in assembly was upgraded, in process testing of this product code was increased, and involved personnel were made aware of this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from its air vent. This occurred during priming. There was no patient involvement. No additional information is available.